Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer in doing so, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arise, which the customer acknowledged and understood.